Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: colombia. The client reported that the edge of the needle was blunt during use.

Manufacturer narrative:
Samples received: 4 unopened units. Analysis and results: there are no previous complaints of this code batch. Received four closed samples. The needles of this code batch were siliconized by b. Braun (B)(4). The needles of the closed samples received were tested for needle puncture strength test and the results fulfills the puncture strength specifications. (B)(4). Final conclusion: complaint is not justified. Although the results of the samples received fulfills the OEM specifications, note is taken of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.